Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device resulted burn for 2 patients. There were rupture and redness found on the patient when the pad was removed.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample met specification, as received. A visual inspection of the generators exterior found no obvious issues. There were ruptured and redness found on the patient when the pad was removed. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.